Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device- 3 years and 6 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported on (B)(6) 2017 that the patient¿s lactate dehydrogenase (ldh) had normalized and then shot up last week to 1000 u/l. The patient was started on persantine and aspirin at 325 mg. All other vad parameters have been within normal limits. The patient had been previously treated with heparin and coumadin for asymptomatic subtherapeutic inr at the initial admission. There were no reports of elevated ldh prior to (B)(6) 2017. The patient was very dry so their diuretics were stopped. It was believed that this was a arrhythmia issue and was not pump related. No additional information was provided.

Manufacturer narrative:
Analysis of the system controller log files that were provided by the account confirmed elevations in power and flow; however, a direct correlation between the left ventricular assist system (lvas) and the reported events could not conclusively be established through this evaluation. The report that the flow estimator high limit was exceeded (+++) could not be confirmed. Two log files were submitted for review that contained data from 14sep2017 at 07:01:10 through 23sep2017 at 09:14:32. Transient power elevations above 8 w were captured from 17sep2017, reaching a maximum of 9.4 w at 10:09:17. All of these elevations were associated with pi events. These elevations appeared to resolve, as power ranged from 4.9-6.9 w from 17sep2017 at 10:15:14 through the remainder of the second submitted file. As an additional observation, the second log file captured an event that was consistent with a loss of power source on 22sep2017 at 14:46:03. This event was associated with ¿low battery hazard,¿ ¿no external power,¿ and ¿power save mode¿ alarms. The system was operating on the backup battery during this time. This condition appeared to resolve, as voltage levels returned to normal levels for the remainder of the file. No other hazard alarms were captured and the pump speed remained above the low speed limit for the duration of the files. Hemolysis and arrhythmia are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.